Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Device code 1494: off label use (age of patient>45 years old). Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date received by manufacturer should have been reported as 16-jul-2019 in intial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault, significant reduction of irido-corneal angles and pupil block with elevated iop. A replacement lens of shorter length was later implanted and the problem was resolved.